Event description:
On (B)(6) 2010 - patient underwent open component separation utilizing two xenmatrix graft implants. The fascia and skin were closed at the time of the implant. The surgeon reported that, at the time of the implant, there were (B)(6) noted in the patient's abdomen. On (B)(6) 2010 - patient's wound was noted to have dehisced and was draining purulent material. Patient was taken back to the operating room for an open wound exploration. The surgeon noted the sutures had pulled through the graft and portions of the graft had disintegrated.

Manufacturer narrative:
The returned sample was visually examined. Some tears and small holes were observed and appeared to be due to enzymatic degradation. Premature material degradation can be caused when the graft is in an infected area. The surgeon reported there was no active infection at the time of the implant, however, post implant wound culture results showed gram positive and negative bacteria. The warning section of the IFU states, "if an infection develops, treat the infection aggressively." A DHR review has not been conducted, since no specific lot number has been provided. Currently, it is unknown whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time.